Manufacturer narrative:
A field service engineer (fse) spoke with the customer and was informed the erbe generator performed with no issues in subsequent procedures therefore the erbe generator will not be returned for analysis. No site visit was conducted. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported burn.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, a bovie pencil plugged into the erbe generator caused a third-degree circumferential burn around the port site. The surgeon stated the area was bloody and may have affected the cautery function. The surgeon stated this event occurred while cauterizing a superficial portion on the skin. The injured tissue was excised with a scalpel and sutured closed. The surgical procedure was completed robotically. The patient did not experience any post-operative complications and was reported to be doing well.